Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak spraying water even without squeezing the tpn bag. Magnified inspection of the leak location showed a deep edge gouge along the leak, with the majority of the physical damage and material missing from the back side of the bag. A review of the bag manufacturing process found no point where the damage of this nature should occur. Based on the severity and appearance of the damage and the review of the manufacturing process, this issue most likely occurred during handling of the bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn bag was leaking from small holes noted on the seam. This event occurred during compounding. There was no patient involvement or adverse event reported. No additional information was provided.